Event description:
Rptr is experiencing the following symptoms: lower back pain, shoulder pain, neck stiffness, shooting pains (left side) neck, chest pain, fatigue, left foot pain, numbness in leg, tingling in leg and foot, nervousness, memory loss, swelling in hands and feet, stiffness in hands and feet, occasional shooting pain in left arm, heart palpitations, left breast pain (occasionally in right), sinus infections frequently, skin rashs on arms, bacteria on right index finger, short tempered, anxiety, stiffness in back, joint pain, hardening of breast, shortness of breath, chemical taste in mouth, digestive problems, hair loss, bumping into things, blood vessels broken, vision problems, depression, concentration problems, word loss, neck and should pain, muscle spasms and twitches, urinary incontinence, shooting pains in both breast, tightness in breast, pulling muscles in breast when without a bra, soreness in left ribcabe area (when wearing a bra), loss in sexual desire, dryness in eyes-skin-mouth, headaches, dropping things real bad, shoulder (pulling and burning), insomnia, lightheadedness and nausea occasionally.